Event description:
A us distributor reported that a patient's electrode belts te pad was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem damaged te pad was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass a therapy electrode recognition test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.